Manufacturer narrative:
Duplicate of medwatch report # 9615742-2018-01288. Any further information will be sent under 9615742-2018-01288. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Incorrect aware date was populated in previous supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (Bowel adhesions, revisions) to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was epigastria hernia. The procedure performed was laparoscopic ventral hernia repair with mesh. The patient has had a surgical revision, bowel adhesion, bowel perforation and chronic abdominal pain.